Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error. Customer's mother stated none of the buttons on the insulin pump were working. Customer's mother was trying to input carbohydrates in the device and the numbers kept ramping on there own. Customer's blood glucose was 185 mg/dl. The device did not fall customer was a little sweaty at the time. Customer's mother doesn't think there was moisture from sweat. Customer's mother was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.